Event description:
It was reported that the user experienced hyperglycemia associated with occlusion alerts that were not addressed in a timely manner, leading to delayed insulin delivery until the alarms were cleared; the user also sought education regarding cgm target settings and appropriate responses to alarms while using an ilet system with a cd infusion set and a g7 cgm. Symptoms included hyperglycemia. Outcomes included delay to therapy. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and a lack of therapeutic effect related to the event, with insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.